Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for any reported patient effects, and the relationship to the product, if any, cannot be determined. Treatments are related to the circumstances of the procedure. The patient effects of pseudoaneurysm, infection and hematoma are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the initial procedure was performed on (B)(6) 2025. This was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with an 8f sheath. Two prostyle devices were opened, but only one was used in the patient. Reportedly, the device achieved hemostasis without issue. On (B)(6) 2025, the patient was readmitted to the emergency room with pseudoaneurysms observed. On (B)(6) 2025, the patient was hospitalized for a hematoma. On (B)(6) 2025, the patient was treated with surgery. During surgery, infection was noted. No additional information was provided.